Manufacturer narrative:
All instrumentation in the set was returned and evaluated. The two loops were broken and burnt. The scope was damaged on the distal end which was in close proximity to the loops. The distal end of the resectoscope sheath beak was also burnt, melted and chipped. The working element and high frequency cord were functionally tested with an electrode from stock and performed well. We cannot confirm, but we believe that it is possible the cut was not clean and the loop brought back tissue which acted as a conductor and caused arcing that damaged loop and distal end of scope and sheath.

Event description:
Allegedly, the dr was performing a transurethral tumor removal when dr experienced poor visuals; he removed instruments and found the cutting loop was broken and charred; he replaced loop and that broke also. Dr then examined distal end of scope and saw that it was charred and damaged also. Hosp did not have a backup set so the dr aborted the procedure and rescheduled.